Event description:
Balloon caught on wall stent & tore, piece was unretreivable.additional wall stent placed.manufacturer response for mustang balloon, mustang otw (per site reporter).product failure was called in & reported by service coordinator. Vendor issued rga# and sent return kit.